Event description:
Customer reported "the needle fell out of the applicator" while she tried to apply an adc sensor and was therefore unable to monitor with sensor readings. Customer experienced dizziness and a loss of consciousness and was seen by a healthcare provider who treated her with glucose for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.